Event description:
It was reported that the user experienced low blood glucose after changing an infusion site, with a documented glucose value of 64 mg/dl, and the user self-treated with oral glucose and ate breakfast without announcing the meal. Symptoms included hypoglycemia. Outcomes included resolution of low glucose without medical intervention or hospitalization. Investigation included complaint intake and troubleshooting with user education, and the field team was notified. Investigation of this case revealed no confirmed device malfunction and an unclear cause, with potential contributory factors including the timing of the infusion set change and unannounced carbohydrate intake. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.